Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 56 mg/dl and 97 mg/dl at 2:10 a.m. And 2:17 a.m. Respectively on two different contour next link 2.4 meters. The customer had no symptoms of low blood glucose, however, she drank 2 fanta sodas. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meters were sent to the customer.

Manufacturer narrative:
The customer only returned the meter. The customer's returned meter was tested with the in-house test strips from lot # 8fpef01a, which gave satisfactory performance.